Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 7752500, 510k#k062879 and upn (B)(4) is available for the market. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with severe cervical stenosis and degeneration underwent posterior cervical and upper thoracic fusion at levels occiput to t4. Intra-op, the top portion where the hex part of the mas connector set screw sheared off the bottom portion of the set screw. Product came in contact with the patient. No patient complications were reported. No fragments were remaining inside the patient.